Event description:
Spontaneous inbound call from pt's wife to report that pt's cadd legacy pump sn (B)(4) is showing error code 7 on screen. When she looked up the error code in the manual, it states: must be returned for review. Pt switched to his backup pump without issue and did not miss any infusion or experience any adverse effects. We are shipping him a replacement pump and the malfunctioning pump will be returned. Is the actual device available for investigation? Yes. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver.